Event description:
Pt had bilateral breast augmentation done in 2001 in (B)(6). Pt presents today for explantation of bilateral silicone implants, left ruptured, and insertion of bilateral saline implants. Pre op diagnosis: ruptured l breast silicone implant post op diagnosis: some.